Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported for the last 2 weeks pt had muscle spasms in their right upper arm when they are wearing their smart watch. Patient stated the spasms stop when they take the watch off and leave it off for a while and then the spasm start again when they put the watch back on. Patient inquired as to whether this may be due to interference with their implant. Agent conferred with ts and advised patient to switch watch to opposite wrist, as patient reported they were wearing the watch on the same side as their ins. Agent reviewed if this does not resolve to turn stimulation off and monitor and, if the spasms appear to be related to when the stimulation is on, agent advised to discontinue use of the watch. Agent redirected the patient to their healthcare provider to further address the issue, if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.